Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's implant procedure, there was a communication issue with the ipg. The issue was resolved was initially resolved while in the operating room and patient was released to pacu. While in pacu, the communication issue reoccurred. As a result, patient was transferred back to the or where the ipg was explanted and replaced with a new one resolving the issue.